Manufacturer narrative:
Additional manufacturer narrative: as the device was not returned for evaluation, the report of two leaflets were torn halfway down the cusp from the commissure, wide open aortic insufficiency, and the valve broken down and disintegrated in the saline jar could not be confirmed. However, it is likely that patient related factors and the progression of the underlying disease likely contributed to the event.

Event description:
Edwards received additional information that the unknown valve was explanted due to wide open aortic insufficiency. Upon explant, two leaflets were torn halfway down the cusp from the commissure. No additional details were provided. The valve was reported to have ¿broken down and disintegrated in the saline jar¿ at the pathology department.

Manufacturer narrative:
Evaluation summary: during the examination of the valve, multiple tissue tears were observed on the leaflets as received. The tear on leaflet 1 (l1) near commissure 1 (c1) was approximately 3 mm in length and the tear on l1 near c2 was approximately 16 mm. The tissue tear apparently resulted in prolapse of the leaflet in air. Another small tear, approximately 2 mm, was noted on l2 near c2. Tissue discoloration was observed on all three leaflets. The leaflet tissue became noticeably thickened near the commissural areas. Moderate tissue calcification was depicted in the belly of l2 by x-ray imaging. Two small calcification nodules were also detected by x-ray imaging. Moderate host fibrous tissue (pannus) growth was noted on the outflow side of leaflets 2 and 3. The tissue tear related leaflet prolapse, leaflet calcification, and host tissue growth were attributable to the insufficiency of the valve in vivo. Additional manufacturer narrative: the evaluation findings suggest the valve was undergoing both non-calcific and calcific tissue degeneration mediated structural valvular deterioration (svd). Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. Tissue calcification is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Through follow up with the health care provider, edwards received information that a 33mm pericardial mitral valve was explanted after an implant duration of fifteen (15) years and nine (9) days due to wide open insufficiency. The explanted valve was returned to edwards for evaluation.

Manufacturer narrative:
It is unknown if the device is available for return and evaluation. The device history record (DHR) review cannot be conducted because no serial number has been made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding the explant procedure was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that an unknown valve was explanted after an implant duration of approximately 12 years due to unknown reasons. No other details were provided.